Manufacturer narrative:
Additional procode = dro. The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, stress testing, power cycling, battery and power testing and full functionality testing without duplicating the report. The auxiliary connector harness was replaced as a precaution. The device was recertified and returned to the customer. The auxiliary power cable was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib pacer device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.